Event description:
I was using a medtronic guardian continuous glucose monitor with a medtronic 670g insulin pump when / during a normal replacement of the guardian sensor, I noticed that my new sensor was not able to connect with the transmitter. When I looked closer, the sensor was not the correct shape for the transmitter. The sensor resembled the older enlite continuous glucose monitor sensor due to the shape of the sensor. This sensor was in a box labeled as guardian sensors, the other sensors in the box are guardian sensors, and labeling on the individual packaging says that it is a guardian sensor. The lot and ref numbers match on the box, packaging for the sensor in question, and the other sensors in the box.